Event description:
The rptr stated that they did meter to lab comparison tests. Rptr did a fasting test at home, and rptr's meter read 133 mg/dl. An hr later at the lab, rptr's test result was 102 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 121 (94-142). The rptr tests accurately, and has no problem with strip insertion. No harm was alleged.